Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, oversensing episodes were observed on stored egm. Review of session records showed few instances of myopotential oversensing. Suggested programming changes will be made. Patient's condition was good.